Event description:
It was reported that the ventilator could not get into standby mode. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and was advised to perform performance verification testing. Upon a follow up with technical support the customer reported that the issue was not duplicated the unit passed all testing and that it could have been a user error.